Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow up information was received that indicated that the icm was later explanted and a pacemaker was implanted.

Event description:
It was reported that the implanted cardiac monitor (icm) had migrated and caused inflammation. The device remains in use. No further patient complications have been reported as a result of this event.